Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed. The harvesting cannula was returned with the harvesting tool inside the cannula. No visual conformities were observed either with the tool or the cannula. The tool was removed from the adaptor port of the cannula. A mechanical inspection was performed as per the instructions for use to prepare for inserting the endoscope and the tool into the cannula. A reference 7mm endoscope was inserted into the harvesting cannula until it snapped into the place. Then the tool was hold 6 inches from its tip and then inserted into the cannula through the tool adaptor port. The tool could slide through the port without any obstructions. The cannula could hold both the endoscope and the tool together. Based on the return condition of the device, the reported complaint was not confirmed for the reported failure "mechanical issue".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not allow the camera and the bisector to fit in the device at the same time. Each piece that would fit was placed separately but would not fit in the device together. Therefore, the device could not be used to harvest the required vein. A replacement device was used to complete procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not allow the camera and the bisector to fit in the device at the same time. Each piece that would fit was placed separately but would not fit in the device together. Therefore, the device could not be used to harvest the required vein. A replacement device was used to complete procedure. The hospital did not report any patient effects.